Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind due to a corroded motor home switch. They were unable to perform the displacement test or the prime/compromised force sensor system test due to the motor error alarm. The pump had a scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm and a motor error alarm on the insulin pump. Customer's blood glucose was 145 mg/dl. Customer was advised to disconnect from the pump. Customer was not sure if the pump was dropped or bumped prior to the alarm occurring. Customer stated that the drive support cap appears normal. Customer stated that he never pressed the cap while connected. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced. Customer declined troubleshooting for the motor error alarm.